Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the shaft broke upon removal from the patient. The procedure was completed with the original device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. At 34.3cm from the strain relief the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, the shaft broke upon removal from the patient. The procedure was completed with the original device. There were no patient complications nor injuries reported.